Manufacturer narrative:
Additional information related to damage has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that there was no damage to the insulin pump but wanted a replacement.

Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. Device passed the displacement test. Device was received with the case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had retainer ring issue. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.